Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that he had a few cartridges that leaked from lot # b201581. He stated that he did not experience any bg excursions due to the leaking, and he did not call previously to report the leaky cartridges. The patient stated that the previously used leaking cartridges are not available to be returned to animas.